Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and review of the archive data. The root cause of the ua07 was due to the failure of both single point load cells, likely attributed to failed component(s), or mishandling such as a drop. A review of the archive data showed several ua07 error messages; thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the displayed ua07 error message. Both single point load cells need to be replaced to remedy the complaint. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During daily shift check by a&e (accident and emergency) staff, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message, even after swapping out a new lifeband. The platform was tested again in medical engineering by a technician on a manikin with different lifebands, but the platform still displays ua07. No patient involvement.